Event description:
Reportable based on device analysis completed on 12february2015. It was reported that a shaft kink occurred. The unspecified target lesion was located in a mildly tortuous superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ was used for treatment. During procedure, it was observed that the mid section of the shaft was kinked. The procedure was completed with another with the same device. There were no patient complications reported and the patient¿s condition was good. However, device analysis revealed a broken hypotube.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Investigation completed. The device was returned for evaluation except for the balloon protector cap. Device analysis observed no damage to the tip, balloon or blades of the device. The balloon was not folded indicating that the balloon was subjected to positive pressure. The hypotube was noted to be broken at 290mm distal to the distal end of the catheter strain relief. The hypotube was also observed to have been kinked along its entire length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).